Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 139 mg/dl and their sensor glucose read 77 mg/dl. The customer also stated their insulin pump went into threshold suspend due to the inaccurate readings. The customer also reported observing bent cannulas with their previous sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.